Event description:
Complainant alleged that during functional testing, the device device's battery socket was damaged and the device was unable to remain powered on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.